Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damages noted. No intra-operative instrument collisions occurred. The instrument was retracting tissue when the issue occurred. It was also noted that patient-related information could not be provided because it is considered confidential by the site.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The small grasping retractor instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing in the clevis. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. A review of the small grasping retractor instrument log for the pn# 420318-04 sn# (B)(4) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system (B)(4). The alleged event occurred on the 5th use of the instrument with 5 uses remaining. This complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. Although there was no patient injury, the product malfunction could cause or contribute to an adverse event if the failure were to recur.

Event description:
It was reported that during a da vinci-assisted ultra low anterior resection surgical procedure, the small grasping retractor instrument had a broken cable and loose screw. A backup instrument of the same type was used and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter for additional information; however, no response has been received at this time.